Manufacturer narrative:
For anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Revascularization and inadequate occlusion are known and anticipated complications to these types of procedures and are noted in the labeling. Multiple embolization procedures may be required to achieve the desired occlusion of some aneurysms or vessels. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent the successful coil embolization procedure of the left anterior basilar artery (ba) aneurysm. Two days post procedure, the patient was discharged in a stable condition with good recovery. Approximately seven months after the procedure, the patient underwent a second uneventful re-intervention during which a further eight coils were implanted into the aneurysm. Two days post procedure, the patient was discharged in a stable condition with good recovery. No other information was provided.